Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual testing. Analysis of the device revealed that the device failed to meet specifications; the device pass functional testing but fails visual examination due to a damage cable. The cable insulation sleeve was severed with no damages to the cable inside.the most likely root cause of the damage cable insulator could be related to the cable coming in contact with a sharp surface or object causing the cable to rip. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The battery cable's insulator was cut but without damage to the wires; however, the battery still performing as intended when connected to the test bed setup. The battery was recognized by the controller and the battery charger and was able to be powered upand charged. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the perfusionist that pt was during clinic visit the battery was found to have insulation wires of the battery cord exposed.  The battery was exchange with no effect on the patient.  No further information was provided.